Manufacturer narrative:
One cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of a delivery accuracy problem in the event history log, however multiple high pressure alarm messages were present after "plateau rate delivery" occurred. One delivery accuracy simple test was performed. The test result showed within the pump's manufacturer specifications. The complaint could not be confirmed.

Event description:
It was reported that a cadd-prizm® vip pump was not delivering as programmed. No injury was reported.